Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with all the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during a patient event. The customer advised that the reported issue did not affect patient care.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio replaced the device battery pin as a preventative measure. After observing proper device operation through functional and performance testing, the device will be returned to the customer for use. Physio downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced several inappropriate loss of power. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during a patient event. The customer advised that the reported issue did not affect patient care.